Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump software did not accurately adjust the amount of insulin delivered. The customer¿s blood glucose level was not impacted. Reportedly, customer continued to use pump for insulin therapy.